Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the iol got small scratches and cracks on the outermost edge of the optic, which was occurred due to shooting with company injector. Defect occurred exactly when the injector had a contact with the iol, at the contact point. No visual impairment was expected as the defect are at the outermost edge of the optic. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of small scratches/cracks on outermost edge of optic; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. No lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stated that there was no issue noted during implantation.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).